Manufacturer narrative:
Bd received actual samples and photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm- dirt, embedded fm, foreign matter- debris, collapsed tubes, and fm-hair with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for fm- dirt embedded fm, foreign matter- debris, collapsed tubes, and fm-hair with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use foreign matter was discovered in 102 tubes, also 1 tube was damaged with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: fm (hair) x100occurrence=1. Damaged tube x1. Dirty cap x1 (embedded). Spot in tube x1. Dirty tube x3 (dirty tube x2 fm in tube x1).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered in 102 tubes, also 1 tube was damaged with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: fm (hair) x100 - occurrence=1. Damaged tube. Dirty cap (embedded). Spot in tube. Dirty tube (dirty tube fm in tube).